Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 error code 221.2010. Technical support: logic board: 1. Informed most likely due to logic board. 2. Recommended sending in for repair. 3. Provided logic board part number. Ended call. Technical support confirms customers reported problem. A serial number was not provided therefore a review of the device history record cannot be performed. Tech support performed troubleshooting over the phone.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 221.2010. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 221.2010. The tech recommended replacing the logic board. There was no patient involvement.